Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
This pi is for the revision on (B)(6) 2021. In providing information for a hip revision on (B)(6) 2021, rep provided a usage sheet for a revision on (B)(6) 2021. Rep confirmed the patient was revised due to a calcar fracture, and that there are no allegations against the revised femoral head. Rep re-confirmed that no further information will be released by the hospital or surgeon.